Event description:
It was reported that the surgeon attempted to insert a 12.6 mm micl 12.6 implantable collamer lens but the haptic tore. There was no patient injury. Another micl 12.6 lens was implanted. Additional information has been requested from the facility, but none has been forthcoming. If additional information does become available, a supplemental medwatch will be sent.

Manufacturer narrative:
Evaluation results: a visual inspection of the returned product found pieces torn off and missing from both haptics. There was evidence of a clear surgical residue. A lens work order search was performed and one similar complaint was found. Conclusion: based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector, cartridge and foam tip plunger were not returned for evaluation.